Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary screen was locked on a blue loading screen, but the pyxis application did not load. As a result, the machine was unusable. Customer stated that an alert indicated that the antivirus software was not activated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was on blue screen and could not load pyxis application. A technical support specialist reported that the device was stuck on the blue care fusion screen and attempted to deploy the remote support service agent upgrade, but the package failed and confirmed network connectivity, found that the automatic login setting for the application was not enabled, corrected it, and rebooted the device, but the issue persisted. The technical support specialist followed the relevant knowledge article "med application not launching automatically; station at blue screen" to autologin for care fusion application and rebooted the system. Tss then followed the knowledge article "how to manually install rss agents & rss component manager" to reinstall the rss agent and rebooted the system. Tss again uninstalled rss agent under programs and features and reinstalled and rebooted device to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.